Event description:
User received discrepant tsh results for multiple pt samples. The following six discrepant results were provided. All samples were run in aliquot tubes. Sample 1, initial result run on a different e module, ((B) (4)) gave 0.005; repeated a second time on this e module, ((B) (4)) gave 0.015; repeated a third time on another e module ((B) (4)) giving 0.005 uiu/ml. Sample 2, initial result gave 0.005; repeat gave 0.014 uiu per ml. Sample 3, initial result gave 0.005; repeat gave 0.010 uiu per ml. Sample 4, initial result gave 0.005; repeat gave 0.015 uiu per ml. Sample 5, initial result gave 0.005; repeat gave 0.015 uiu per ml. Sample 6, initial result on (B) (6) 2009 gave 0.005; repeat gave 0.015 uiu per ml. User said erroneous results were reported, but did not have the data on which pt results were reported. User stated "they reran the samples that were erroneously reported, then corrected the reports as necessary."

Manufacturer narrative:
No info provided to determine if pts were adversely affected as the user stated "they would not be able to provide any pt info since they are a reference lab". The field service rep determined there was a problem with the measuring cell and replaced the measuring cell. The instrument was run to verify performance.